Event description:
It was reported that regular artifacts were observed in the atrial channel shortly after implant. This lead was explanted and replaced on the same day.

Manufacturer narrative:
The returned lead had been capped about 7 cm distal of the is-1 connector pin and was only available in fragments. All parts of the lead were returned for analysis. The fragments were checked visually and electrically during the analysis. The visual inspection showed a circumferential deformation of the outer conductor helix about 32 cm proximal of the tip electrode, which is most likely the result of a tight binding of the ligature thread during the implantation. However, the insulation was intact in this area. The analysis did not show any other deviations that could be related to the clinical complaint. The check of the conductor passages did not reveal any conductor fractures. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.